Event description:
It was reported that the patient was diagnosed with bilateral capsular contraction syndrome (ccs) post iol implantation. The surgeon repositioned the lens. Additional information has been requested, but has not been received. This report is for patient's right eye. Reference MDR# 2031924-2014-00189 for patient's left eye.

Manufacturer narrative:
The lens remains implanted, therefore, it is not available to be returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.